Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
The device and leads were returned to the manufacturer, analysis was performed, and the pacing lead tested out of specification. Additional information was requested and it was learned the cause of death was due to multi organ system failure secondary to sepsis.